Event description:
It was reported that the pt has an ongoing history of reporting buzzing and poor sound quality, which was not been resolved by programming. The clinic have tried increasing the mcls but the pt reports hearing only beeps and buzzes when using the resulting map.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.